Event description:
It was reported that the patient was seen with high impedance. Since the patient has been seizure free since 2018, the physician isn't sure if they will refer the patient for revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.